Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. There was no reported impact to blood glucose. Pump supplies were changed multiple times. As the pump supplies were changed, tandem technical support was unable to determine cause of event.